Manufacturer narrative:
A device history record was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. Three samples were received for evaluation. The reported issue was confirmed. The root cause may be due to a lack of solvent used during the bonding process. A formal corrective and preventative action was opened as a result. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/24/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an extension set. The customer reports the extension set was manually primed with formula using a 35ml syringe. The extension set was then connected to the patients feeding tube and the syringe loaded into the syringe pump. As soon as the syringe pump was started the extension set began leaking at the junction of the clear tubing and the purple stepped connector.